Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) reported that the patient thought her tablet or smart watch was interfering with her stimulator. She felt weird and could not connect to her stimulator when her smart watch was on or when she was using her tablet. The hcp asked the patient to take off the watch. The rep later reported that the patient felt a loss of therapy all of the sudden while using her tablet. She became rigid and uncomfortable, even though the patient programmer showed therapy was on. This was reported to the hcp, but she did not think anything of it due to the patient having early onset of dementia and perhaps the patient was having difficulty with programmer use. The patient's indication(s) for use were parkinson's dual, dystonia, and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep did not think there was anything wrong, but instructed the patient to keep a diary of a loss of therapy sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.